Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned the stimulation exacerbated their pain, was not stimulating the side that needed the stimulation and the issue began last year 2024. Patient mentioned they met with manufacturer representative (rep) today in person. Agent documented information given during the call and did not ask further questions to focus on rfc (see case (B)(4). Agent had difficulty clarifying certain details and did their best to accurately document information given at time of call.